Event description:
According to the information received, error code e19 was observed. No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).